Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a twist drill broke during use. All pieces were removed from the patient. Twist drill was being used at 40,000 rpm. It is stated in IFU 90-274-92-40 "twist drills are not designed to be used at speeds in excess of 5000 rpm."

Manufacturer narrative:
An investigation was performed using a stereo microscope which revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. It is stated in IFU 90-274-92-40 "twist drills are not designed to be used at speeds in excess of 5000 rpm." The investigation results conclude the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.